Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2138-70 serial # (B)(4). Description: scs 70cm iii lead.

Event description:
A report was received that the patient had been losing therapy in the last few months. An impedance check revealed high impedances on several contacts. The patient will undergo a lead replacement procedure due to high impedances.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein both of their leads were replaced. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had been losing therapy in the last few months. An impedance check revealed high impedances on several contacts. The patient will undergo a lead replacement procedure due to high impedances.